Event description:
It was reported that during use with a bd vacutainer® edta 2k the tube was damaged and sample leakage occurred. The following information was provided by the initial reporter, translated from japanese to english: he hcp attached a syringe to the tube but blood didn't flow into the tube. The hcp then pushed the plunger rod and blood leaked from the bottom of the tube.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-16. H6: investigation summary: bd received one samples and 6 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damage with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damage with the incident lot was observed. The 100-production lot in-house retention samples were inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® edta 2k the tube was damaged and sample leakage occurred. The following information was provided by the initial reporter, translated from (B)(6) to english: he hcp attached a syringe to the tube but blood didn't flow into the tube. The hcp then pushed the plunger rod and blood leaked from the bottom of the tube.